Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. . It was reported that the device was stored at the hospital warehouse and it lost its integrity, loosing vacuum and sterility. Please indicate if the primary package was open? If yes indicate if the seal was open or was there a hole in the packaging that exposed the device impacting sterility? If the device was in a warehouse, describe the storage conditions? Was the device exposed to environmental issues that impacted the product packaging? Was there anything stored on top of the device that impacted the outer packaging or primary packaging?

Event description:
It was reported that before the device was used on a patient, the device was stored at the hospital warehouse and it lost its integrity loosing vacuum and sterility. There was no patient involvement and no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) an unopened sample of product code (B)(4) , lot # hc8jcxq0 was returned for analysis. During the visual inspection of the foil, excessive manipulation and multiples holes in cavity could be observed. The holes were examined and it was noted that the holes are made from the outside to inside. Per the sample condition the assignable cause of the packaging integrity, suggest an improper handling.